Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was providing therapy for ventricular tachycardia (vt). The first episode was terminated with five beats of anti-tachycardia pacing (atp) therapy. During the second episode the first beat of atp accelerated the rhythm into ventricular fibrillation (vf), where the device treated with three shocks that eventually slowed the rhythm to a monitor only zone. The device was explanted and replaced few days later during an upgrade to an subcutaneous lead system. No adverse patient effects were reported.